Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing which was detected by the device and anti-tachycardia pacing was inappropriately delivered. It was also reported the lead displayed non-sustained ventricular tachycardia episodes, noise, and sensing was "greatly reduced". Re-programming was performed, the lead and device remain in use and no patient complications have been reported as a result of this event.